Event description:
It was reported that a patient underwent a revision procedure after undergoing an unknown open chest procedure. The revision occurred on the same day as the initial procedure and was due to bleeding. Attempts have been made and no additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: plate 4 hole square cat#73-2622 lot# unk, plate 4 hole square cat#73-2622 lot# unk. Scrw 2.4x14mm cancelous lockng cat# 73-2414 lot# unk, scrw 2.4x14mm cancelous lockng cat# 73-2414 lot# unk, scrw 2.4x14mm cancelous lockng cat# 73-2414 lot# unk, scrw 2.4x18mm cancelous lockng cat# 73-2418 lot# unk, scrw 2.4x18mm cancelous lockng cat# 73-2418 lot# unk, scrw 2.4x18mm cancelous lockng cat# 73-2418 lot# unk, scrw 2.4x18mm cancelous lockng cat# 73-2418 lot# unk. It is currently unknown whether the device will be returned for evaluation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.